Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating there was no patient harm.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was a c02 hissing noise once the trigger was engaged. Also the injector ran out of steam before the iol could actually be delivered and due to this the iol got stuck in the cartridge and the lens was not implanted. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).